Event description:
The physician used the starclose device to close an arteriotomy site after an interventional procedure. A femoral angiogram was done which confirmed the puncture site to be in the right common femoral artery (rcfa) and the vessel size to be five (5) millimeters or greater with no calcification reported. The physician pulled the vessel locator out of the artery and the clip deployed on the skin. Hemostasis was achieved with femstop. A pseudoaneurysm was discovered on ultrasound the next day. It was unk how the pseudoaneurysm was resolved. The pt is reported to be fine.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.